Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported their implant malfunctioned when they went through the airport screening, so they met with the manufacturer¿s representative (rep) on (B)(6) 2016 to get stimulation working again. Following this the consumer was instructed to keep charging and to not let the charge get past ½.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they were trying to set up an appointment to have a manufacturer representative check their device. When the patient fell down the stairs on (B)(6) 2015 the patient also injured their spine and left ankle.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the patient reported that since going through the security scanner the system "went crazy" and has been acting up ever since. They have been trying to schedule an appointment with their health care provider (hcp) and manufacturer representative.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that after the shocking at the security scanner the patient turned their implantable neurostimulator (ins) off and since then it would not turn back on. It was later noted that since the issues at airport security the device had not been working. The stimulation was supposed to be down the patient's lower spine and down their legs. The patient was feeling stimulation all over the place. Even when the stimulation was working on the patient's legs the stimulation would just randomly shut off and turn back on. When it came back on it would come back on with such a high voltage that the patient would end up trying to shut the ins off so it would not electrocute them. On (B)(6) 2015 the patient was trying to walk down a flight of stairs when the stimulation suddenly shut off and the patient ended up falling down the stairs and they broke 6 ribs. The fall was due to the stimulation shutting off. The incident was noted to have happened on (B)(6) 2015 so it was unclear if the shocking occurred on (B)(6) 2015 or (B)(6) 2015. It was also unclear if the patient could turn their ins on or not. The patient's recharger and recharger bag were taken by tsa and they did not have a recharger to charge their ins. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Event description:
It was reported that on (B)(6) 2015 at the airport, the patient went through the security scanner and was shocked so bad he hit the floor. A manufacturing representative (rep) reported that the patient wanted to see the rep, but they had not been able to meet up. The patient was going to call the rep when he would be in town again but the rep had not heard anything yet. It was noted that the patient had a history of non-malignant pain and failed back surgery syndrome.